Event description:
During an in-clinic follow-up, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted and noted the cause of the bvvi was due to an event queue overflow. The device was reprogrammed to resolve the event. The patient was in stable condition.